Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the non target vessel was intervened. After 7 days, the event was considered resolved without residual effects and the subject was subsequently discharged on the same day.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that target lesion was located in the mid svg to mid rca with 95% stenosis and not mid svg to r-pda with 70% stenosis as previously reported. The patient presented with severe chest pain and palpitation and was referred for cardiac catheterization. In (B)(6) 2011, during index procedure and prior to the placement of the study stent, a 3 mm maverick balloon had failed to expand adequately. This was exchanged with a 3 mm x 15 mm non-bsc balloon with satisfactory result. In (B)(6) 2013, the subject presented with chest pain and palpitation and was hospitalized on the same day. St-t changes in inferior wall was noted. There was 95-99% stenosis located in the distal rca and was treated with balloon angioplasty and placement of 2.5 mm x 18 mm non bsc drug eluting stent, with 0% residual stenosis. Five days after, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that prior to the index procedure, the patient's troponin was found to be elevated and was subsequently diagnosed as st-elevation myocardial infarction (stemi). In (B)(6) 2013, coronary angiography revealed that the study stent placed in the saphenous vein graft (svg) to right coronary artery (rca) was patent.

Event description:
(B)(4). It was reported that during percutaneous coronary intervention procedure, myocardial infarction occurred. The target lesion # 1 was a de novo lesion located in the mid svg to r-pda with 70% stenosis and was 14 mm long with a reference vessel diameter of 3.5 mm. The target lesion # 1 was treated with pre-dilatation and placement of a 3.50 mm x 20 mm taxus element stent, following post dilatation, residual stenosis was 0%. The patient was discharged one day post procedure aspirin and clopidogrel. In (B)(6) 2013, the subject's cardiac enzymes were noted to be elevated and the site reported an event of mi (peak troponin I: 0.266 ng/ml, uln: 0.04 ng/ml). ECG was performed. It was observed that the subject experienced ischemic symptoms. The outcome of the event is unknown.